Manufacturer narrative:
(B)(4).

Event description:
It was reported that the ventricular lead exhibited high capture thresholds. The patient experienced phrenic nerve stimulation. The lead was explanted and replaced successfully.